Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Date of event is unknown.

Event description:
During the patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message. The user immediately switched to manual CPR. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. Based on the archive data review, the root cause for the user advisory (ua) 19 error was due to the load plate detecting too much weight being applied on the platform, most likely due to an object that is too stiff for the autopulse platform to perform compressions. During visual inspection, there was no physical damage observed on the autopulse platform. During the functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for several hours without any fault or error. There was no device malfunction observed. Based on the archive review, the load plate has detected too much weight being applied (> 270 lbs /123kg). Max load sum exceeded 332 lbs. This might cause due to the stiffness, hard to compress the patient's chest. This indicates that the user advisory (ua) 19 error was triggered by something too stiff for the autopulse to handle. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 19 error message recorded in the archive data is easily clearable by the user. The user advisory (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. Also, user advisory (ua) 19 is a common error when the manikin gets "bouncy" during run-in testing. The user advisory (ua) 19 error message can be cleared by restarting the platform. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error.